Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer skin graft meshner was not cutting properly. Additional clinical follow up determined that the issue was discovered during surgery. The graft was usable but didn't have mesh holes throughout the graft so it was unable to expand as far as the surgeon required. Therefore, an additional skin graft was required to cover the area that wasn't able to be reached to cover the area that wasn't able to be reached by the initial graft. It was stated that one specimen was manually perforated with a blade so the graft could cover more area. There was a delay while the perforations were made larger with the blade and the extra grafts were harvested.